Event description:
Patient admitted to the hospital with diabetic ketoacidosis, after feeling ill and registering a blood glucose level of 500 mg/dl. Patient had changed her cartridge and infusion site but had not been able to reduce her blood glucose level.